Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 03sept2019. The field service engineer (fse) evaluated the unit and confirmed the issue. The fse replaced the gas delivery system (gd) to address the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device failed the high pressure leak test during testing. The customer reported there was no patient or user harm.